Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (moderate calcification).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a fusiform 5.3 cm abdominal aortic aneurysm. The right renal artery lowest proximal neck diameter of 25/27/27mm. Renal to the bifurcation length is 110 mm. Renal to left hypo 213 mm. Renal to right hypo 215 mm. Distal aorta diameter 24 mm. Right access diameter 8 mm left access diameter 9 mm. Vessel morphology was reported as moderately calcified. The physician elected to insert the device, into the right side over a 300 mm lunderquist stiff guidewire. The device was unable to be advanced to the intended landing zone. The physician attempted a second time, however, the device still would not advance. The physician examined the delivery catheter, there was a small kink in the distal graft cover. The physician elected to use another stent graft, which was successfully implanted without complications. No additional clinical sequelae were reported and the pt is fine.